Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6). It was observed that the cassettes have some yellow crystals on the bottle neck. Qc was passing before the event, but not after the event occurred. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas 8000 c702 module for 2 patients, exact results were provided for 1 patient. The initial result was 1.620 mmol/l, and the repeat result was 2.01 mmol/l. The sample was repeated on another c702 analyzer with a result of 2.017 mmol/l. A result of 2.01 mmol/l was deemed to be correct. The questionable samples were repeated because the initial results were low.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. A field service engineer (fse) replaced a preventative maintenance kit, the heat cut filter and lamp, he also fitted the degasser. Qc was completed and passed. The direct root cause could not be determined, as several service actions were performed. The investigation determined that the service action resolved the issue.